Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It is reported that the use noticed the catheter was sliding easily, and he found that the cuff was separated away from the catheter.